Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that, the patient faced infusion set's tubing detachment from site event on (B)(6) 2024. No further information available.